Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a revision functional sinus surgery ethmoidectomy, maxillary antrostomy and sphenoidotomy, an imprecision was noticed on the navigation system when utilizing nuvent frontal sinus balloons. It was reported that the surgeon switched to acclarent balloons without major improvement to the precision. It was reported that the imprecision was between 2-3 millimeters. When verifying precision with a straight blade, the navigation system displayed the site was in the pituitary sinus and that all other instruments displayed a similar imprecision. A medtronic representative, on-site during the procedure, reported that they recommended optimization of precision via adjustment of the emitter and a more lateral tracer registration. However, confirmation of the registration and emitter revision were not provided. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient ID provided. The archive used in the procedure was sent to medtronic for evaluation. The archive analysis found that the image was not to medtronic protocol. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.